Event description:
The customer reported getting a shock equip malfunction error message.

Manufacturer narrative:
The customer reported getting a shock equip malfunction error message. The device was evaluated at philips, and the symptom was confirmed. Replacing the therapy pca resolved the issue.